Event description:
It was reported that during procedure, when the new fiber was unpacked to use the laser, the fiber was found to be kinked, so the use was discontinued. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified that the fiber body was broken.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the tip and connector were in good condition. Visual inspection identified that the fiber body was broken in two pieces. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. There were no issues with the translation, wording or graphics. There was no evidence that the device was not used in accordance with the IFU. A risk review was completed and confirmed that the event of fiber - bent/kinked was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information, it is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.